Manufacturer narrative:
The reported event of pca key issue file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that during employee orientation, a traveling nurse reported that she had obtained a ¿j236¿ key from (B)(6) and that it will unlock the alaris pca module. The customer provided customer advocacy with the feedback. There was no over infusion, diversion or patient event associated with the report.